Event description:
Breakage of the canullated screwdriver. Replacement was available.

Manufacturer narrative:
The reported event could be confirmed. Based on investigation, the root cause was attributed to be user related. The failure was caused by far too much mechanical force during tightening. The device inspection revealed the following: the tip of the returned screwdriver blade is indeed completely broken / snapped off during tightening. A close up (done by the microscope) of the prominent broken section, where the fracture occurred, clearly shows that far too much mechanical force during tightening has completely deformed / damaged this section of the screwdriver tip. The main part of the broken surface is homogenous. The broken surface shows the structures of a typical ductile overload breakage. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Breakage of the canullated screwdriver. Replacement was available.